Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was elective explanted on (B)(6) 2019 due to medical issue. The recipient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with IV antibiotics (specific date and duration not reported) and subsequently, was hospitalized for 1 week (specific date not reported) due to meningitis as reported previously. This report is submitted on march 01, 2022.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an episode of meningitis in mid 2019 (specific date not reported). Additional information has been requested regarding the episode of meninginitis; however, has not yet become available. The patient underwent revision surgery on (B)(6) 2019, in order to explant the device. During the explantation, a csf leak was discovered and subsequently repaired. This report is submitted october 9, 2019.